Event description:
The patient had an endoscopic ultrasound (eus) performed in the endoscopy or suite. While doctor was obtaining a needle aspiration specimen during the procedure, the needle from the boston scientific expect slimline device became dislodged from the deployment device. The needle was retrieved and all parts of the device were accounted for.